Event description:
It was reported that during a surgical procedure, the drill attachment heated up. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings were seized,due to extensive corrosion. Corrosion within bearings will cause excessive friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to corrosion of internal components within this device. The drill attachment could not be repaired and was discarded.